Manufacturer narrative:
(B)(4)

Event description:
Updated information indicated that previously reported dissection occurred after implantation of 3rd device. Lot details provided. Investigator has assessed the event as not related to the study device. It was reported that the patient recovered

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). Evaluation conclusions: known inherent risk of procedure. (B)(4).

Event description:
An endeavor sprint drug-eluting stent was implanted to treat a dissection event. A dissection occurred during placement of this stent and another endeavor sprint drug-eluting stent was placed in the rca with no issues reported.